Event description:
Info received from our (B)(4) affiliate on (B)(6) 2011 indicating the pt saw an eye care professional (ecp) on (B)(6) 2011; the pt reported that corneal staining was observed at that visit. The pt reported that he/she slept while wearing the 1-day acuvue trueye contact lenses (narafilcon a). Narafilcon a contact lenses are not marketed in the u.s. The pt said that he/she noticed the lot number of the lenses which were worn at the time of the injury were part of the 1-day acuvue trueye product recall. The pt reported the symptoms were improving at the time of the call. The lenses in question were not available for return for eval. The pt was contacted for f/u on (B)(6) 2011; the pt reported he/she was instructed to return to the ecp for 4 f/u visits and the treatment concluded following the 4th visit. The pt reported he/she was treated with hyalein. The pt was asked about instructions to discontinue lens wear and the pt did not have a clear recollection. The pt said he/she wore glasses during the treatment period. The pt permitted us to contact his/her ecp. The ecp was contacted on (B)(6) 2011; the ecp said the pt had been seen at the clinic on (B)(6). The pt was diagnosed with a 1mm, peripheral corneal erosion, located between 6 and 9 o'clock and that whole area was inflamed. There was no effect on the pt's visual acuity. On (B)(6) 2011 the pt was treated with hyalein, tarivid eye drops, flomox, mucosta, loxonin - tid x 7 days. The ecp was asked if the erosion was infectious, the ecp reported "some kind of infectiousness might have been detected. However, the ecp concluded no need to conduct culture." The ecp said that the pt's sleeping in the lenses was a contributing cause of the event. The ecp noted that the pt recovered from the event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5021300702 was produced under normal conditions. In conjunction with the aug 18, 2010 voluntary recall, (B)(4) conducted a detailed technical review of the mfg process which determined that the incomplete rinsing of product identified in the recall was corrected by (B)(4). The review also revealed additional sources of process variation not previously identified. (B)(4). As a result, effective oct 22, 2010 the recall was expanded to include all 1-day acuvue trueye (narfilcon a) lots mfg on (B)(4). This represents a mfg time frame from mid-march through mid-august 2010. If additional medical or product info is received, we will report it within 30 days of receipt. (B)(4).

Manufacturer narrative:
(B)(4) corneal erosion. Device not returned. No eval will be performed. No conclusion can be drawn.